Event description:
Arthrex shaver would not operate via hand control intraop (intra operation). Had to activate shaver via manually pressing button on shaver box. Arthrex shaver and aps ii box, (B)(6).